Event description:
The customer reported that the IV pole on the trima accel equipment unexpectedly lowers down. The IV pole clamp was installed at the time of this event. No adverse event occurred, and no medical intervention was required. No patient (donor) was connected at the time of the event therefore, no patient information is available.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a terumo bct service technician checked out the device at the customer site. The technician found that the pin on the plastic body panel was engaging the IV pole lever when the button was fully decompressed. The technician adjusted the pin, tested the IV pole, and found no other issues. The device serial number history report indicates no further related issues have been reported for this device. Correction: a field service engineer adjusted the IV pole release button. Root cause: a root cause assessment was performed for this complaint. The root cause was determined to be related to the need for an IV pole release button adjustment.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the device at the customer site. The technician found that the pin on the plastic body panel was engaging the IV pole lever when the button was fully decompressed. The technician adjusted the pin, tested the IV pole, and found no other issues. Investigation is still in process and a follow up report will be provided.

Event description:
The customer reported that the IV pole on the trima accel equipment unexpectedly lowers down. The IV pole clamp was installed at the time of this event. No adverse event occurred, and no medical intervention was required. No patient (donor) was connected at the time of the event, therefore, no patient information is available.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a terumo bct service technician checked out the device at the customer site. The technician found that the pin on the plastic body panel was engaging the IV pole lever when the button was fully decompressed. The technician adjusted the pin, tested the IV pole, and found no other issues. The device serial number history report indicates no further related issues have been reported for this device. Correction: a field service engineer adjusted the IV pole release button. Investigation is still in process and a follow up report will be provided.

Event description:
The customer reported that the IV pole on the trima accel equipment unexpectedly lowers down. The IV pole clamp was installed at the time of this event. No adverse event occurred, and no medical intervention was required. No patient (donor) was connected at the time of the event, therefore, no patient information is available.